Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was found during a sample analysis the microintroducer sheath was damaged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample. The dilator shaft was observed to be slightly curved, and the sheath tip was observed to be damaged. A microscopic observation revealed buckling and plastic deformation at the sheath tip. The observed damage likely occurred due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. This complaint will be recorded for future trending and monitoring purposes.